Event description:
It was reported that the hinge was broken. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, scratched lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.